Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. After the device was returned to olympus, it was sent out to a third party lab for additional testing. On march 23rd 2022, the hygiene microbiological investigation report indicated all channels were cultured for (59) cfu/endoscope of a coagulase negative staphylococci and acinetobacter species was found. After this result the device was reprocessed according to the device instructions for use (IFU) and sent out additional testing. The results obtained on april 5th 2022, comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water at <1cfu/endoscope. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue had a leakage, the distal end was deformed, the insertion section was wrinkled and there was insufficient angulation, resolution and suction volume. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Per the customer¿s cds form, during manual cleaning, the detergent used is, climaltran. Brushing is performed in the working/suction channel, suction cylinder instrument channel port, balloon channel and the distal end/elevator area. Brushes /swabs used during manual cleaning is the asept inmed reference 201790. Manual disinfection is performed using the automatic endoscope reprocessing machine, soluscope series 4, using soluscope cln detergent. The scope is stored horizontally in a cabinet, dsc 8000 and is serviced/maintained by olympus. The scope was not sterilized. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed that, after a microbiological routine control on this evis exera iii colonovideoscope, which was carried out as required by french regulation, the user detected an unexpected contamination; escherichia coli (suction channel, 250 cfu/100ml) and klebsiella pneumoniae (instrument channel, 3cfu/100ml) . The user then left the medical device with french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.